Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer reported upon removal a tampon string was not available. She was able to remove the tampon manually. The string was still attached and still had a knot in it. She stated she is feeling okay. She did not see medical.